Event description:
While wearing the external equipment, the pt reportedly experienced no sound perception. The pt was seen at the center for device eval. Testing performed confirmed out of range impedances on all electrodes. Surgery to explant the pt's device is to be scheduled.